Event description:
The customer reported fluid leaked in line vl14 area involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the customer had replaced green stripe tubing at pinch valve pv14, but the fse replaced the tubing to correct the length and resolved the issue. During instrument checkout, the fse discovered the latron coefficient of variation (cv) was greater than 4 and replaced the scatter sensor, rf vacuum tube, and laser; the fse performed alignment and recovered a cv of less than 3. The fse performed system startup, latron, and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).